Event description:
The customer reported the device failed ops check and is chirping. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed ops check and is chirping. There was no reported pt involvement. The customer evaluated the device with the help of the response center and confirmed the batteries were faulty. The system is working as expected. We will consider this a malfunction of the batteries that caused the device to chirp and fail ops check.